Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause cannot be determined. Not enough information was provided from the account to properly complete an investigation. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, on two lenses, she has seen cell growth on the front side of the optics. She indicated that they have not changed anything with respect to the items used during phacoemulsification. The surgeon indicated "patient harm"; however, the harm was not specified. Additional information has been requested. There are two medical device reports for this event. This report is for the second lens.